Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that there was a swollen shoulder during and after the rc repair with using the fms vue ii pump. It was mentioned that the surgeon did not leave flow and all ports closed, used frequently blood stop. They have changed the pressure settings 70mmhg +20cm high difference, changed from 90mmhg to 70mmhg. The surgeon told them often to open one port, that we need flow but he did it only for few seconds and then opened it again. There was no surgical delay reported. The procedure was successfully completed. There were no fragments generated. Additional information received from the affiliate reporting it is unknown if there were user or patient impact and the procedure was completed with the same device. It was reported the device will be returning for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data. B2 event deemed serious injury. D4 serial number reported not lot number. E1-e4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. Neither the fault reported by the customer could be verified nor another fault was found with the device during evaluation. It was however noticed that the tamper-proof seal was not present which is an indication that someone not authorized has opened the device. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. The device was cleaned, tested and found to be fully functional. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the height difference between pump and joint was 50cm. It was reported that it was only set to 20cm because the surgeons complained that with a higher compensation, with 50cm the water consumption was higher. It was reported that the recommended setting was 20cm and 70mmhg.